Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The distal end of the delivery wire was observed to be broken next to the retraction bump. Microscopic inspection was performed on the stent component. It was observed to be disengaged from the delivery wire; however, it was also noted to be in good condition. There was no structural damage (i.e., no broken struts and no kinks). The broken condition of the delivery wire suggests that the delivery wire was pushed or retracted against resistance sufficiently to cause the delivery wire to break and disengage the stent inside the introducer. Therefore, the reported issue documented in the complaint is confirmed. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9236678. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9236678) was impeded in the distal end of the concomitant microcatheter and could not pass through it. The physician retracted only the stent and replaced it to complete the procedure using the same original microcatheter. There was no negative impact to the patient. On 20-jun-2025, additional information was received. Per the information, the target vessel of the procedure was the ocular segment of the internal carotid artery (ica). The concomitant microcatheter was a prowler select plus. A continuous flush was maintained through the microcatheter during the procedure. Nothing was noted to be obstructing the microcatheter. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during the advancement of the device. The information also indicated there was no clinically significant delay to the procedure due to the reported issue. Based on the result of the product analysis completed on 28-jul-2025, the reported issue meets usfda reporting criteria under 21 cfr 803 as a "malfunction."